Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This was initially submitted as model 1580, sn (B)(4). Correct model and serial have now been identified.

Event description:
New information notes that prior to replacement, the lead exhibited high, out of range, high voltage lead impedance. The lead was capped without complication.

Event description:
It was reported that alerts were received for out of range hv lead impedance. During lead revision, the physician removed the device from the pocket, and the lead came out of the header without pulling or unscrewing the rv coil connector. The lead could not be fully reinserted into the header. The physician elected to replace both the lead and the device. No further information is available.